Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose value. Customer¿s blood glucose values were 22mg/dl and 28mg/dl. Customer stated that he would eat and his glucose did not spike when he does that; says he would end up at 400mg/dl. Customer stated that his blood glucose value would go from 100mg/dl to 12mg/dl in 10minutes and sometimes 200mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.